Manufacturer narrative:
Concomitant medical products: 5592 lead, implanted (B)(6) 2002.

Event description:
It was reported that the right ventricular (rv) lead had fractured and high pacing impedance had been observed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.